Event description:
Two heartstring seals were received by guidant cardiac surgery on 8/19/2003. One seal was received cracked and the deployment tube is bent. The second seal is cracked and unraveled from the end. No other info was reported by the distributor.